Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that an 08-year-old male child patient's infusion set's tubing was detached from connector on (B)(6) 2022. The blood glucose level of the patient at the time of event was 200 mg/dl. The issue occurred with 2 same type of infusion sets and were used for less than a day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.